Event description:
It was reported that the implantable pacemaker device has 1.5 years of battery life remaining and seems to be depleting quicker than expected. Boston scientific technical services (ts) discussed factors that alter longevity and expected longevity per labeling. Ts discussed replacement window and device monitoring. This device remains n service. No adverse patient effects were reported.